Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that present with patient at MRI facility and reported they have been unable to connect to ins. When asked, caller confirmed with patient that it had been "a while" since patient last connected to ins. Caller said they keep getting 'no device found' message. Agent walked call through process and confirmed correct app was used, communicator unplugged, blue side of communicator against skin, solid bluetooth light, and able to palpate battery under skin. Caller tried holding communicator both horizontally and vertically, and tried readjusting several times, but still no success. Caller said prior to calling they attempted to connect in the sitting area, the fitting room, and even the patient's car. Caller said patient went to get lunch, then came back at which point they still had no success and called ps. When asked, patient said it had been a while since they last felt the stim and confirmed a return of symptoms about 2 weeks ago. When asked, caller said patient remembered their settings to be at 1.7 ma on program 3. When asked, caller confirmed with patient that they had gone through airport security theft detector in february without turning therapy off. After remembering this event, caller said the patient became unsure if they noticed return of symptoms 2 weeks ago, or if it was around the time they went through the airport security. The issue was not resolved through troubleshooting. Agent reviewed MRI scanning guidelines and suggested patient follow-up with managing hcp for further device evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.